Event description:
Boston scientific received information that the patient experienced syncope while driving. Upon evaluation, the right ventricular (rv) lead was found to exhibit oversensing of noise leading to pacing inhibition in this pacemaker dependent patient. It was noted that there were over forty episodes of oversensing in a three day period. Noise was able to be reproduced with isometrics and pocket manipulation. The rv sensitivity was reprogrammed to 5.0 mv which allowed the device to not mark the noise as vs and allow appropriate 1:1 sinus tracking. Subsequently a change out procedure was scheduled where the rv lead was surgically abandoned. The device was also electively explanted during the procedure. A new rv lead and an upgraded pacemaker were implanted. No additional adverse patient effects were reported. Ere implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.